Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2016. Explant date: one year after implant.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted product will not be returned. No further information has been obtained despite good faith efforts.